Manufacturer narrative:
PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was using an incorrect code key in the active system for 1.5 months, which caused inaccurate results. The customer received results in the 190-500 mg/dl range, and his doctor increased his dose of insulin. Because of this, the customer fainted and was admitted to the hospital from (B)(6) 2016. The customer was advised to always use the correct code key. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.